Event description:
The reporter stated that during a spinal surgery procedure using the tether anterior fixation system, a screw was on a screwdriver, being inserted, when the o-ring broke. A spare screw was available and the surgery was completed successfully. There was no adverse outcome for the patient.

Manufacturer narrative:
As a result of integra's two year retrospective review, which is still ongoing, integra concluded that this medical device report should have been submitted at the time that the complaint was received. The investigation of the returned product showed that the snap ring from the tether screw assembly had broken into two pieces of approximately the same size. The snap ring appeared to have been caught and sheared between the screw head and the edge of the screw hole. Previous incidents had been reported concerning variable angle screws. The event was considered to be related to surgical technique. Snap ring separation and breakage are both addressed in the failure modes and effects analysis (fmea) of the tether design dossier. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.